Event description:
The customer called and reported she went to the emergency room with high blood glucose of 602 mg/dl and mild diabetic ketoacidosis. Her symptoms included nausea, abdominal pain and ketones. At time of hospitalization, customer had been off of the insulin pump for two hours. Leading to hospitalization, customer stated she could smell insulin when she delivered a bolus. She was treated with intravenous fluids and released. At time of report, blood glucose was 262 mg/dl. Troubleshooting was performed. The drive support cap appeared normal. Customer could not check for presence of leaks or air bubbles in the tubing, as it had been removed. Upon removal, infusion set cannula was found not to be bent had been fully inserted. Settings were accurate. Customer confirmed bolus history displayed all bolus entries based off her recollection, but distrusted it. It was advised to change entire set, reservoir, and insulin and call back upon receipt of tubing clamp to perform high pressure test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.